Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the device firing did not feel as normal. Opened another stapler to complete the procedure. There was no patient consequence.